Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that, patient has a hypercoagulable state and known deep vein thrombosis. Patient was implanted with filter for pulmonary embolism (pe) prevention after patient had a resection of a pancreatic tumor. The filter was deployed just below the left renal vein and patient tolerated the procedure well with no complications. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc. Patient also reported that it is from using the failed ivc filter product that they have suffered past, present and future pain, psychological and emotional injury, medical expenses, and economic damages.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) sectioin d11 (concomitant medical products and therapy dates (exclude treatment of event)) unknown 5 french sheath unknown pigtail catheter section g4 (date received by the manufacturer and PMA/510(k) number) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a hypercoagulable state and known deep vein thrombosis. Patient was implanted with filter for pulmonary embolism (pe) prevention after patient had a resection of a pancreatic tumor. The filter was deployed just below the left renal vein and patient tolerated the procedure well with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. Per the patient profile from (ppf), the patient reported blood clots, clotting, and/or occlusion of the ivc. Patient also reported that it is from using the failed ivc filter product that they have suffered past, present and future pain, psychological and emotional injury, medical expenses, and economic damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.